Manufacturer narrative:
Calibration and qc were acceptable. The service engineer revisited the instrument and determined the cause was the solenoid valves. The valves were replaced and precision was successfully performed. The investigation determined the issue to be resolved by the service actions.

Manufacturer narrative:
The field service representative did not find a root cause. All qc, precision, and instrument functionality was within specifications.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 4000 c (311) analyzer. The initial results were sodium 122 mmol/l and chloride 112.9 mmol/l. These results were reported outside of the laboratory to the doctor who called for a repeat testing before any treatment was given to the patient. The same sample was repeated and the sodium results were 137 mmol/l and 137 mmol/l. The repeat chloride result was 100.9 mmol/l. A second sample was drawn from the patient. The sodium result was 135 mmol/l and chloride result was 99.7 mmol/l. There was no allegation of an adverse event. The sodium electrode lot number was p49 with expiration date of 18-jan-2020. The chloride electrode lot number was e22 with expiration date of 07-oct-2019.